Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had air bubbles form in the tubing. The following information was provided by the initial reporter: "material no: 367342 batch no: unknown. It was reported that there are bubbles in the tubing of the wingset. Bubbles in tubing during blood collection".

Event description:
It was reported that bd vacutainer® push button blood collection set had air bubbles form in the tubing. The following information was provided by the initial reporter: "material no: 367342 batch no: unknown it was reported that there are bubbles in the tubing of the wingset. Bubbles in tubing during blood collection".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.